Event description:
Information received from the field does not address the patient's clinical status but notes that the device inter- rogated in eol mode. When reprogrammed to ddd mode, the remaining longevity showed >50 months. Attempts to obtain measurements resulted in temporary programming to doo at 100 ppm and measurements could not be obtained.